Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2018 by the journal of shoulder and elbow surgery, titled ¿short-term clinical outcome of an anatomic short-stem humeral component in total shoulder arthroplasty¿. The study reviewed sixty-four (64) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and unspecified glenoid type, for which the brand and manufacturer were not identified, to address primary or secondary osteoarthritis. During the twenty-five (25) month follow-up period, one (1) patient experienced postoperative stiffness, and one patient experienced biceps tendinitis. Source: romeo, anthony a., et al. "Short-term clinical outcome of an anatomic short-stem humeral component in total shoulder arthroplasty." Journal of shoulder and elbow surgery 27.1 (2018): 70-74.